Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests the most likely probable cause was expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for a procedure, the flex deflectable videoscope exhibited an e226 error code. The procedure was completed using another device. There was no patient involvement and no report of harm as a result of the event.